Event description:
The clinician reports the implant was inserted (B)(6) 2006 in ada 3. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.